Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. Na.

Event description:
It was reported that the procedure was performed to treat a heavily calcified, heavily tortuous left anterior descending artery into the 1st diagonal with a vessel diameter of 2.4mm and a lesion length of 10mm. The 2.25x12mm xience skypoint stent delivery system (sds) was advanced using a guide extension catheter but failed to cross the tortuosity at the proximal end of the target lesion. Resistance was then met during removal of the sds due to the anatomy. The sds was replaced with a non-abbott sds to successfully complete the procedure. Per the physician, the failure to cross with the xience skypoint was due to the product delivery performance. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.